Event description:
It was reported the pt (B)(6) was not receiving adequate stimulation coverage from her right pns lead. Surgical intervention was undertaken to address this matter. The physician elected to reposition both leads and adjust their implant depths. Effective stimulation was captured for the pt following the procedure.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.